Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had shaft broken off inside the patient. Per additional information, the shaft broke in the urethra. The broken fragment was retrieved along with the irrigation fluid. There were no complications to the patient. The therapeutic resection procedure under sedation was completed with an olympus back-up device, new transurethral resection set was used. The procedure was prolonged for more or less five minutes. There were no reports of further harm.